Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use provides an instruction and also a caution note about regular inspections of the driveline, specifically stating: "when changing your exit site dressing, inspect the driveline for moisture, cracks, and tears or punctures. Report any damage to your doctor, nurse or vad coordinator." It also cautions, "keep extra driveline length tucked under clothing or secured with an abdominal binder or dressing. Do not let any portion of driveline hang freely where it might get caught on external items such as doorknobs or the corners of furniture." A supplemental report will be submitted when the manufacturer's investigation has been completed. This is report one of two reports (3007042319-2015-02664 & 3007042319-2015-02534) submitted for devices related to the same event.

Event description:
It was reported that during a routine clinic the vad coordinator was going perform a controller exchange, but was unable to remove the driveline cable from the controller. Due to being an older pump the patient returned to the clinic two days later for evaluation by a clinical engineer. The engineer was able to perform the controller exchange without difficulty. While on site, the engineer also performed a driveline sheath and driveline connector repair. Inspection of the driveline connector revealed that it was working properly; however, had a loose back nut. There was a total pump off time of approximately 30 seconds. The patient tolerated both procedures well. Investigation is ongoing.